Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly failed to deflate. It was further reported that the balloon deflated slightly enough for physicians to be removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold device was received for evaluation. No anomalies were noted to the device. The balloon was returned deflated. An in house presto inflation sample was used to inflate to 6atm and the balloon was then deflated without issue. The balloon deflation time was approximately 23 seconds, which is within the specified deflation time. 1 electronic video was also provided for review. The video shows an atlas gold balloon outside of the patient. The balloon appeasers to be bloody and partially inflated. However, no inflation/deflation device appears to be attached to the device, and no evidence of deflation issues can be noted in the video. Therefore, the investigation is unconfirmed for the reported deflation issue, as the device deflated within the specified deflation time. A definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2022), g3, h6 (method) h11: h6 (result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly failed to deflate. It was further reported that the balloon deflated slightly enough for physicians to be removed from the patient. There was no reported patient injury.